Event description:
Consumer called to report having problems with their meter. Believes the readings are not compatible with how they feel. Analysis run on clark error grid using mean avg. Reading (66) as ref. Point vs. Bd readings of 36, 95 yielded data points in the d zone of the grid, outside of acceptable limits.